Event description:
"S/p bilateral subglandular transaxillary 315cc mcghan gels for augmentation 1979. These have always been hard and the pt has undergone several closed capsulotomies, the last being in 1986. They are increasingly painful in recent years to the point of unable to wear bra. The pt denies decrease in size, history of trauma other than cc. Pt also complained of moderate, disabling, systemic symptoms, including arthralgias/myalgias, parenthesias, spasms, fatigue, sleep disturbances, swollen glands, hot flashes/sweats. Has + mjd visual changes, memory loss, sicca, hair loss, rashes, sensitivity to sun/cold (+ raymond's)/chills, costochondritis, choking sensation, increased glycerides, gi/gu disturbances. Pt is otherwise healthy."